Event description:
Related manufacturer report number: 2017865-2022-48016. It was reported that a patient presented for left ventricular (lv) lead revision due to phrenic nerve stimulation. During interrogation, it was noted that there was noise and a drop in low pacing impedance on the atrial lead. During the revision, it was noted that there was varying low voltage impedance on the atrial lead. On (B)(6) 2022, the physician elected to reposition the lv lead and perform programming changes on the atrial lead. The patient condition was stable.